Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The device was filled with fluorouracil. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 70 ml of solution in the reservoir. The tubing was clamped. The reported condition of a no flow was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing that could have caused the reported condition. A functional test was attempted on the unit, but flow was not observed at the distal luer. Microscopic examination of the flow restrictor showed drug residue blocking the fluid path at the end of the glass capillary. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.